Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2015. According to the complainant, during the procedure, a 13x20 mm-sized stone was captured using a trapezoid¿ basket. An attempt to crush the stone was made; however, the handle broke. The physician managed to crush the stone using a mechanical lithotripter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿

Manufacturer narrative:
Reported event of handle broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the wire basket assembly was separated from the coil assembly. The side car-rx presented pushback and the coil assembly was buckled. Further evaluation of the wire basket assembly revealed that the basket wires were bent and the pull wire was bent/kinked in multiple places. The distal end of the fractured pullwire was examined further, and to presented evidence that the failure occurred while undergoing shear force. The device was disassembled to expose the wire and handle cannula connection when the handle was extended. The proximal end of the pull wire was found broken near the distal end of the handle cannula. The evaluation concluded that the condition of the returned device was consistent with the complaint that the device handle was broken. Although a physical examination of the device found the handle assembly to be without issue, the pull wire was found to be broken inside the handle assembly. The size of the stone was reported to be 13 x 20 mm. The customer used a trapezoid basket m00510880 which has a 2.5 x 5 basket. The dfu states: "note: the trapezoid 3x6 basket is designed for calculus larger than 1.5 cm (15mm) in diameter." Although the dfu recommends the largest basket (m00510890) for a stone greater than 1.5 cm, the customer used a smaller basket for the 2.0 cm stone, thus the difficulty to crush the stone and failure of the pull wire was encountered. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2015. According to the complainant, during the procedure, a 13x20 mm-sized stone was captured using a trapezoid¿ basket. An attempt to crush the stone was made; however, the handle broke. The physician managed to crush the stone using a mechanical lithotripter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿